Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, the ventilator shut down by itself. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found a loose connection, the issue was corrected.